Event description:
It was reported high blood glucose and the insulin pump alarmed motor error. Troubleshooting was done for high blood glucose. Customer's blood glucose was 221 mg/dl. It was found in the alarm history that the insulin pump alarmed motor error. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.